Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that ¿10 bags (137,500 needles) were found with a foreign batch number¿. This affected bd¿ bulk, non-sterile needle. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of mixed products / lots with lot #6055933 regarding item #302047. No notifications were written for this batch. One-hundred twenty-nine visual inspections were performed on 6,450 parts with one defect noted for epoxy dripovers. All affected product was scrapped. The batch assembled immediately prior to this batch was the same material (302047) with batch number 6028859. Batch 6055933 was assembled from may 11 ¿ 18, 2016, and released on may 19, 2018. Batch 6028859 was assembled from may 5 ¿ 11, 2018, and released on may 12, 2018. Ten photos of bag labels with batch number 6028859 were attached for evaluation by one of our quality engineers. Product was mixed during packing therefore failure mode was verified. This product is boxed off-line in cartons, two bags to a carton. Product is stored in a gaylord until such time as it is boxed. Investigation conclusion: since the two batches in question were run back-to-back, and were in all likelihood being boxed at the same time, the probable root cause is that the operator performing the packing operation inadvertently mixed the two batches.

Event description:
It was reported that ¿10 bags (137,500 needles) were found with a foreign batch number¿. This affected bd¿ bulk, non-sterile needle. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that ¿10 bags (137,500 needles) were found with a foreign batch number¿. This affected bd¿ bulk, non-sterile needle. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: unknown. Event attributed to: other. Device single use?: no. Device returned to manufacture: no.